Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, the rear response button switch contacts were damaged. The cause of the response button failure is a lack of connection between the response button and the j1005 connector. The cause of the lack of connection is the damaged contacts. The root cause of the damaged contacts cannot be positively identified. No adverse event resulted from the defective response button.